Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported a non-recoverable fault during the case. Errors pointed to the master tool manipulator right (mtmr) or remote arm controller (rac). Site hard power cycled the surgeon side console (ssc) and vision side cart (vsc) with no change. Site had to remove instruments with irt. Site restarted system and had to disable mtmr and is finishing the case with one arm but will not be able to use it for later cases. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm 2) and the remote arm controller (rac). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the units involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator right (mtmr) or remote arm controller (rac) for failure analysis investigation. The units were analyzed, and the following investigations were obtained: master tool manipulator right (mtmr): in log reviews, the 23 error was found indicating embedded serializer in master base (esmb) pca and main wire holster fault on the mtm, confirming the fault occurred in the field. Upon visual inspection no issues were found that would be related to t reported event. The mtm was installed onto a psc fixture test platform (pftp) where it passed all tests. Remote arm controller (rac): in log review, the error 23 was found indicating the fault confirming the fault occurred in the field. Visual inspection, no issues were found that is related to the report issue. The unit was installed onto a golden system where was triggered indicating fault on the rac. Then the golden system was set to run 1 minute's sine cycle, 10 power cycles & sitting idle for 1hrs. After testing completed cycles, review the system error logs was no errors could be identified.